Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Visual examination of the fiber identified that the device was received intact and had no signs of break; however, under magnification an epoxy failure was identified, as the surface in the glass cap was misaligned with the center of the output window. Based on the analysis results, the as reported event of fiber tip break was unable to be confirmed. The glass cap exhibits moderate devitrification at output window and the metal cap exhibits severe charred detritus adhesion on surface. Fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber and should not be considered a failure mode. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystalize. Based on the analysis a conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The glass cap misalignment occurred due to temperature higher or close to epoxy degradation near the laser beam output window. Increase in higher temperature can occur when there is tissue adhesion from constant heavy tissue contact and/or a decrease in the saline cooling flow leading to continuously elevated temperature at the fiber tip near the laser beam output window. The manufacturer previously completed testing that confirmed that the fiber met all design specifications and performed as intended when the fiber is used per the instruction for use (IFU) and the user maintains a 2mm working distance between the tissue and the fiber tip during use. Further analysis noted that when there is tissue adhesion through constant and heavy tissue contact, this can lead to continuously elevated temperature at the fiber tip near the laser beam output window. These factors were identified as a major cause of the noted glass cap misalignment. As a result of this further investigation, an update has been made to the IFU to include a recommendation to increase irrigation flow by means of a pressurized saline bag to further increase the liquid cooling effect and potentially reduce the observation previously mentioned in addition to following the existing operating instructions to maintain a 2mm working distance.

Event description:
It was reported that during a photoselective vaporization procedure of the prostate the fiber tip broke. A second fiber was used to complete the procedure without clinical consequences to the patient.

Event description:
It was reported that during a photoselective vaporization procedure of the prostate the fiber tip broke. A second fiber was used to complete the procedure without clinical consequences to the patient.